Manufacturer narrative:
The proximal inner set up joint (suj) has been returned and evaluated by the failure analysis (fa) team. The unit was returned for failure analysis of a reported failure of error 25730 & 23098 was reproduced. The errors/fault was also confirmed via field logs. Fa installed the unit on an in-house system and the error was triggered. Next, fa installed the unit on the patient side cart (psc) fixture test platform (pftp) and the unit failed the fiber optic power test. A golden fiber was installed, and the unit passed up to vertical brake and failed again. Fa installed a golden dual magnetic encoder (dme) board, and the unit passed all test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting two non-recoverable faults, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) flex and proximal inner set up joint (psuj) to resolve the issue. Intuitive surgical, inc. (Isi) did receive a da vinci psc flex op to perform failure analysis. The psc flex op was analyzed and the and the reported non-recoverable errors were confirmed but not replicated. The fse stated there were 25730 communication errors. The unit was installed onto fa¿s system and was functioning normally with no errors or faults. Intuitive surgical, inc. (Isi) did receive the psuj to perform failure analysis and the investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the patient side cart (psc) flex and proximal inner set up joint (psuj) was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, customer reported two non-recoverable faults. The customer stated that the non-recoverable fault occurred during two cases today and both times they had to power cycle the system to continue with the procedures. The technical support engineer (tse) viewed system logs and confirmed multiple recoverable faults that eventually turned into a non-recoverable fault. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.